Event description:
On 19 january 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2023. During the procedure, it was noted that one device did not properly deploy the implant. Investigation of the returned device on 8 february 2023 confirmed that approximately 27mm of the needle was broken and unaccounted for. The physician stated that no further follow-up action was planned. No patient harm or injury was reported.